Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Dr. (B)(6). Reports patient a status post left bipolar hip done (B)(6) 2016 has had recurrent dislocation and requested to revise the hip to a constrained liner. The procedure was performed thought the post approach. The bipolar head assembly was removed. The acetabulum was then reamed. A cup was implanted with screws. The constrained lined was impacted and the hip was reduced. The procedure was performed without incident.